Event description:
A laser center tech reported that a pt had residual astigmatism and vision "fogging" and blurry, in both eyes, following bilateral lasik surgery. At eight months post-op the pt underwent lasik enhancement surgery and the symptoms are reported to be resolved. This report concerns the pt's left eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).